Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet and later received an insulin occlusion alert; device data review indicated extended periods disconnected from the system with no insulin delivery for several days, and the user intermittently considered multiple daily injections and a factory reset. Symptoms included elevated blood glucose exceeding 400 mg/dl with upward trend arrows. Outcomes included self-management without hospitalization and the use of subcutaneous insulin by pen. Investigation included review of device data and troubleshooting with user education. Investigation of this case revealed insulin not delivered due to prolonged disconnection from the pump and a reported occlusion event. It was concluded that inadequate insulin delivery from device disconnection contributed to hyperglycemia, with an occlusion alert also reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.